Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, continuous beeping, as well as blank display. Customer's blood glucose levels at the time 418 mg/dl. Troubleshooting occurred. Advised battery cap will be replaced, and to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.